Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped due to low impedance (less than 100 ohms) and intermittent capture at max output, which may be due to an insulation issue. Should additional information become available, this file will be updated.